Manufacturer narrative:
Pr (B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
Material no: 270480, batch no: unknown . It was reported by the facility health care provider that there were adverse reactions to chloraprep. Verbatim: copy of e mail from the customer regarding an incident of a staff member with a skin hardening as a result of using the chloraprep 1ml. Hi, I have copied phlebotomy department who used this all the time to have their feedback. Sorry for the long wait to response. Just to let you know an incidence has been raised due to staff developed a skin hardening at her index finger on her right hand.